Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was oversensing artifact signals and classifying it as atrial fibrillation (af). The icm was also observed to have undersense real r-waves on occasion. The sensitivity on the icm was adjusted in an attempt to resolve the sensing issues but the issues remain. The icm remains implanted. No patient complications have been reported as a result of this event.